Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: (B)(4). During the evaluation of the device at the third-party service center, there were no visible foam particles observed. The device failed test steps during final testing. Error code 291 (circuit check) was recorded in the event log. The active exhalation control module (aecm) failed at test with o2 low flow. Dust and dirt were confirmed on the blower box. In addition, the device had missing rubber feet and handle-orings are overused and need to be replaced. The inlet airpath foam filter was replaced per remediation.